Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. The patient was nothing by mouth (npo) prior to the procedure. A left atrial appendage (laa) closure procedure was being performed. A 27 mm watchman ® laa closure device and delivery system was used. The la pressure mean was 14 and the physician felt the patient was hydrated. The closure device was deployed. It was a little proximal to the ostium, but was released as it returned to the original position during the tug test. The device compression was about 10.4-20% compressed. There was a small leak on the mitral shoulder and it was measured at 3 mm. The patient was in atrial fibrillation at the time of the implant. The la pressure post implant was 12 pm. It was speculated that about two hours post implant, the la pressure dropped which caused the laa to get smaller and increased the pressure around the closure device. A transthoracic echocardiogram (tte) revealed that the closure device embolized from the laa. The physician snared the closure device in the la and used two snares to snare it and pull it back across the septum. The closure device was pulled out of the groin site. There were no further patient complications and the patient is currently doing well.